Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered. It was also reported that the right ventricular (rv) lead had t-wave oversensing (twos) and oversensing due to short interval counts (sic). The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.